Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that the stimulation from their rechargeable implantable neurostimulator (ins) was in an overdischarge (od). It was noted that the patient had 2 inss implanted, a non-rechargeable prime cell model for the cervical lead and a rechargeable model for the thoracic lead. The non-rechargeable ins model was working well but the rechargeable ins was in od. The patient had just stopped charging the rechargeable (not charged in over a year) as they felt it did not help their pain. An attempt was made to reset the ins but they were unable to communicate with the battery. The patient was going to make an appointment with their doctor to discuss options to help them. The indication for use for the implanted device was noted as non-malignant pain. If additional information be received, a follow-up report will be sent.

Event description:
Additional information reported that the patient's ins was not covering their pain. The patient believed that the placement of the lead at the time of the implant procedure and post-operative testing never captured the areas to their pain. If additional information be received, a follow-up report will be sent.